Event description:
The device could not be extracted and broke off inside of patient's artery resulting in the need to go in and remove the piece via snare. Therefore, the surgeon performed a retrieval foreign body left iliac artery with snare right common femoral endarterectomy as a result.